Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 340 mg/dl and 27 mg/dl on the reported meter within 20 minutes of each other the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.